Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had an infection in the pocket site and tenderness. The cause was unknown. The rep said surgery occurred and the hcp did a wash out of the battery site. The patient was also put on antibiotics. No further complications were reported.